Manufacturer narrative:
E1.: address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during reprocessing. The generators displayed and error e433 (permanent reboot/temporary failure). There was no reports of patient harm.